Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v into the patient's eye and the haptic tore in the cartridge. The surgeon enlarged the incision to remove the lens and replaced it with another three piece lens and used a suture to close the wound.

Manufacturer narrative:
Evaluation code: results: (other)- a visual inspection of the returned product shows one haptic is torn off & missing. Clear surgical residue on the lens. Conclusion: no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for eval.